Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant precision results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 4.1; (B)(6) 2011, 1.5. Pt skipped her coumadin dose on (B)(6) 2011. No signs of bruising or bleeding were reported.